Event description:
It was reported that during a da vinci-assisted nephrectomy ¿ retroperitoneal surgical procedure, the surgeon had difficulty in closing and rotating the large hem-o-lok clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clips used were welfare medical non-absorbable polymer ligating clip, size l (purple). The surgeon did not confirm closure of the clip after ligation. It is unknown if the vessel was greater than 13 mm in diameter. The clips were able to be loaded onto the instrument, but not deployed. There were no visibly loose cables. No image or video is available for review. The patient information could not be provided.

Manufacturer narrative:
Isi has not received the large hem-o-lok clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 470230-12/lot # k10220228-0150) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk5358. The instrument had 93 uses remaining after last use. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported issue. Visual inspection of the returned instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end and no damage was found. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A clip test was performed multiple times and passed without issue. The instrument was fully functional. No product issue was identified.